Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012431712 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. The shape of the array appeared normal, with no unusual features. The capture device has a normal shape, showing no damage or unusual features. No guidewire was received with the returned catheter. Mechanical verification of steering and slide mechanisms was carried out. The sliding stroke was limited close to the middle of the slide and was rolled back after any attempt to move it forward. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The catheter was reprogrammed before connecting to the pulse select generator via a catheter interface cable, and therapy deliveries passed successfully. X-ray and optical inspection were carried out. The difficulty extending the guidewire lumen was captured through x-ray imaging as entangled wires. The electrode wires appear entangled about 3 inches from the tip within the shaft. After extracting the electrical wires from the shaft, there was no further obstruction during sliding, and the movement of the guidewire lumen inside the shaft was flawless. In conclusion, the catheter failed the return product inspection due to entangled electrode wires within the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slide constrol knob was stiff, so the ring on the tip did not extend. After the catheter was replaced, it could be stored in the capture device, so the procedure could be continued. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.